Manufacturer narrative:
No device was returned for testing. Retained lots 612011 and 612012 was investigated and no abnormalities were detected.

Event description:
End user reports consistently having air bubbles in the barrel of the syringe when drawing up the medication for diabetic canine. The air bubbles are occuring with syringe lots 612011 and 612012.

Manufacturer narrative:
Initial trend analysis for lots 612011 and 612012 was conducted, no malfunctions were found. This is the only complaint for lots 612011 and 612012. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports consistently having air bubbles in the barrel of the syringe when drawing up the medication for diabetic canine. The air bubbles are occuring with syringe lots 612011 and 612012.